Manufacturer narrative:
A visual inspection was performed on the stent, which was received with one section of the guidewire loaded at the bladder pigtail section. The guidewire was retired without resistance. The bladder pigtail was found damaged: stretched and elongated. The suture was returned. The section of the wire could be removed during the product analysis. A review of the device history record was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this incident is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-12865 for the other associated device information. It was reported to boston scientific corporation that a contour stent and a urological guidewire were used during a ureteroscopy procedure. According to the complainant, during the procedure, the stent buckled when he tried to put it in the patient making the stent unable to advance up into the ureter, and the guidewire could not be removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; the bladder pigtail was damaged.